Manufacturer narrative:
The unit was received with intermittent button response due to corroded keypad traces. There was no button error alarm noted. The unit was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed button error. Customer changed the battery 3 times and still shows button error alarm. Troubleshooting was done. Customer's blood glucose was 12 mmol/l. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back up plan per healthcare provider. No further info provided.